Event description:
The patient was initially treated for an aortoiliac occlusive disease (aiod) with the implant of an afx2 bifurcated stent graft, an afx vela infrarenal, and an ovation ix extender. This initial procedure is outside the indications of use (off-label) due to the absence of an abdominal aortic aneurysm (aaa) and due to the use of adjunctive devices not compatible with afx system per the IFU. Reportedly, the patient continued smoking and did not show up for follow-up appointments. Approximately one and a half (1.5) years post initial procedure the patient presented with gangrenous foot. It was then identified that there was thrombus in the afx2 bifurcated stent graft. Reintervention plans and patient status are unknown as the patient reportedly left the hospital against medical advice.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured, and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the complete aortic occlusion with ischemia of the afx2 bifurcated stent graft and iliac limbs is confirmed. This is consistent with the reported adverse event/incident. No procedure-related harms were identified. The reported event is most likely user related. There was an off-label use of concomitant use of an ovation limb extender (right iliac) and bilateral iliacs' non-endologix, and there was no abdominal aortic aneurysm. It was reported that the patient has severe aortoiliac occlusive disease and continued to smoke which most likely contributed to the reported event. There were proximal and distal calcifications which are cautionary product use. The final patient status was reported to be leaving the hospital against medical advice without any intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.